Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging the patient¿s blood glucose that day was 506 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. During troubleshooting, it was reported that the pump alarmed for a loss of prime, which was determined to be due to a user-error. There was no indication or allegation of a device issue. This complaint is being reported because the reported health event was attributed to a device use-error.

Manufacturer narrative:
Follow-up #1 date of submission 08/24/2017. Product analysis: the device was returned and evaluated by product analysis on 07/28/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple loss-of-prime alarms. The total daily insulin delivery records correctly reflect the users programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.